Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out-of-range pacing impedance measurements, with values exceeding 3000 ohms over approximately one year on the non-boston scientific right atrial (ra) lead. During the replacement procedure, a pacing system analyzer (psa) test was performed and showed impedance measurements within normal limits. Technical services (ts) suspected a spring contact issue. The replacement procedure was successfully completed and a new device was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out-of-range pacing impedance measurements, with values exceeding 3000 ohms over approximately one year on the non-boston scientific right atrial (ra) lead. During the replacement procedure, a pacing system analyzer (psa) test was performed and showed impedance measurements within normal limits. Technical services (ts) suspected a spring contact issue. The replacement procedure was successfully completed and a new device was implanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.